Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture, diagnosed by MRI and ultrasound. Right side. Device remains implanted, however physician has mentioned surgery.